Event description:
It was reported that the patient passed away due to an unknown cause. Technical support was contacted, and under-sensing was observed on the device. There is no allegation that any abbott products caused or contributed to the patient's death.